Event description:
It was reported that the patient was admitted in 2019 due to a driveline infection that cultured positive for staphylococcus aureus. The patient was started on intravenous (IV) antibiotics. The driveline site was surgically debrided. The patient was discharged on cephalexin indefinitely. The patient was admitted again in 2020 for a staph aureus driveline infection. The patient was discharged in 2020 on cephalexin indefinitely. The patient was admitted again in 2020 with a staph aureus driveline infection. The patient was started on IV antibiotics. The patient was discharged on cephalexin indefinitely. Later, the patient's driveline culture was positive. The patient's cephalexin was stopped, and they were started on indefinite sulfamethoxazole-trimethoprim (bactrim ds) in 2021. The patient's blood cultures and driveline cultures were positive for staph aureus in 2021. The patient was admitted in 2021 for IV cefazolin. The patient was discharged in 2021 and the IV antibiotics were continued.

Manufacturer narrative:
The event date was estimated. Multiple attempts were made to obtain additional information from the customer regarding the event, including the exact dates of admissions; however, no additional information was provided. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.